Event description:
A central line mfg by arrow international was inserted into pt. This product uses a box clamp supplied with product to secure central line to pt with sutures. Central line dislodged from box clamp and fell out of pt. This was the 3rd incident with same product. Unable to confirm all 3 products came from the same lot number. Dates of use: (B)(6) 2006 - (B)(6) 2010.